Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter broke on (B)(6) 2025, it was discovered that during the patient's y-type closed IV indwelling needle indwelling period, the white plastic tubing of the indwelling needle broke at the interface with the y-type and could no longer be used. The indwelling needle was left in place on (B)(6) 22nd.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4258108): 1)the products of this batch were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing (45psi leakage test and the pull strength test between the extension tubing and the pp connector), the test results are all within the product specifications. 4. According to the instructions for the indwelling needle, users should check the condition of the indwelling needle before use. If the break in the extension tube existed before the use of the indwelling needle, leakage is bound to occur after the puncture is completed, and it can be detected immediately. It was found the third day after use that the extension tube had fractured, indicating that the indwelling needle was normal both before and during use, while also stating that there were no quality issues with the indwelling needle product. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing, and the usage of the sample is unknown, the root cause of the break of the extension tubing cannot be determined. The plant will continue to track and trend for this issue.